Event description:
Use of biosense webster thermocool smart touch catheter for cardiac ablation caused the death of a patient. The patient suffered injuries to his esophagus. This injury developed into a fistula causing additional fatal complications.